Manufacturer narrative:
Estimated date. The device is not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: "iatrogenic vascular injuries from percutaneous vascular suturing devices".

Event description:
It was reported through a clinical research study article that identified a (B)(6) female in which a closer device used after a diagnostic procedure visceral for liver cancer at a 6f access site. The patient reportedly had acute arterial thrombosis with limb ischemia. Significant vasospam was seen during surgical intervention. Surgical thrombectomy was performed. There was no adverse patient sequela. Details are listed in the attached article, titled "iatrogenic vascular injuries from percutaneous vascular suturing devices".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the reported patient effects of thrombosis, ischemia, vasoconstriction and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: "iatrogenic vascular injuries from percutaneous vascular suturing devices".